Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
Customer reported trouble tracking a dark brown eye. During follow-up the customer stated the procedure was interrupted 5 times due to loosing track at 29%, 31%, 56%, and 98%. They were able to recenter the pupil, retrack and the procedure was completed. The patient was an (B)(6) patient with a "very dark eye", started tearing a lot and became "very emotional" during the procedure. The surgeon indicated that the patient was "better than what he thought". The territory manager was on site and according to the customer the tracker was working "fine". She did not have specifics on the one day post op visit. Additional information from the technician indicates the patient is doing great, ucva 20/20, manifest refraction is plano. They won't be sending patient records, as the patient is doing well and there are no concerns with the outcome.